Event description:
There was a separation of the strain relief hub, near the touhy, and the shaft of the catheter during deployment. The physician deployed the stent, however, not in the target area. The physician then used another stent 8x80 protege stent to complete the procedure and was successful. Procedure: iliac stenting.